Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It is reported that the right ventricular lead was capped and replaced on (B)(6) 2020 due to oversensing. Patient was stable.